Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional supera stent is filed under a separate medwatch report number.

Event description:
On (B)(6) 2020, two supera stents (5.5x180mm and 5.5x200mm) were implanted in the superior femoral artery. On (B)(6) 2021, it was noted there was a partial occlusion of the stent and balloon angioplasty was performed. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the electronic instructions for use supera peripheral stent systems as a known patient effect of the stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.